Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (healthcare provider (hcp), clinical study) regarding a patient who was receiving fentanyl (unknown dose and concentration) and bupivacaine (unknown dose and concentration) via an implantable pump for unknown indications for use. It was reported that on (B)(6) 2021 the pump refill estimated volume was 7.7 ml, but the actual volume was 14.  The patient declined a pump study.  The pump refill on (B)(6) 2021 was appropriate.  The estimated volume was 7.3ml and the actual was 10ml.  No action was taken.  The outcome of the event resolved without sequelae on (B)(6) 2021.  The device diagnosis was pump reservoir volume discrepancy. The etiology of the event indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was not related. The event was related to programming/refill.  The event date was (B)(6) 2021